Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had surgery for neuralgia-type pain of the former spiegel hernia site with the placement of a non-absorbable prosthesis. Two years after, a continuous daily discomfort and sometimes violent attacks of pain at the level of the prosthesis and also in the testicle on the side of the implantation were recurrent pains, sometimes very sharp.